Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of the electrogram, the implantable cardiac monitor exhibited loss of sensing. It was noted that the patient experienced a syncopal episode that was not recorded due to the device sensing issue. The device was reprogrammed and the patient would continue to be followed up.